Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The transparent film was clarified as a kind of "iodine drape." It was stated that although there was no problem with the surgical procedure, it was indicated csf flowed out more than expected after the catheter was inserted at the time of puncture, and this may have resulted in the hypotensive symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# hg2y6g301, implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon 0.05%20ml at 50 mcg/day via an implantable pump for spastic cerebral palsy. It was reported that the implant of the pump occurred on (B)(6) 2019 and there was effect after the procedure, but the patient vomited frequently from the evening. Although the patient had mild scoliosis, by request of the patient as implantation in the abdomen might be difficult, the implantation procedure was performed in 2 stages of prone position and supine position instead of lateral recumbent position. Because the catheter was exposed on the body surface of the flank, changing the body position and disinfection were performed. The patient requested to place the pump in the middle instead of near the iliac when it became to the sitting position. The procedure time was 2 hours and the patient¿s awakening was good, but the patient vomited frequently in the evening of the same day. Regarding the event of temporary cerebrospinal fluid outflow, a transparent film was applied, but it could not be handled. It was blocked with bone wax. The causality was reported as not related to the drug, catheter, pump, programmer, or surgical procedure. It was also considered that there was no causal relationship with intrathecal baclofen therapy (itb). However, the physician's assessment also noted that they considered that the event might be caused by temporary cerebrospinal fluid (csf) outflow. The event recovered on (B)(6) 2019. No further complications were reported and/or anticipated. The patient¿s medical history included that botulinum toxin a (bont-a) was administered to both lower extremities in pediatrics from 3 years old. It was also reported that the patient had mild scoliosis.